Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at (B)(6), it was found that the bending section had been broken and the inner metal had been protruding. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the reported phenomenon was attributed to the breakage of the bending section. The exact cause of the breakage of the bending section could not be conclusively determined, however it was presumed that while the user had manipulated the subject device the excessive stress had been added to the bending section. If additional information becomes available, this report will be supplemented.